Event description:
It was reported that approximately 3 weeks post 3.5 x 28 mm xience v stent implantation in the proximal right coronary artery and 3.5 x 23 mm xience v stent implantation in the distal right coronary artery, the patient experienced a sub-acute myocardial infarction and was treated with medication. On 4/24/2011, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Myocardial infarctions are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.